Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of pges (presumed to be prostaglandins at 0.7ml/hr and d10w+hep at 1ml/hr) through a right femoral double lumen PICC line, the red lumen cracked at the spin collar. It was noticed when the nurse was using the opposite white lumen. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a crack at the connection site (male luer) was confirmed. A large, widened vertical crack in the male luer collar was found during inspection and the spin collar had broken off from the set. Stress lines and numerous white stress marks were detected.. Functional testing was not performed as the crack was confirmed upon inspection. The root cause of the cracked male luer was not identified.

Event description:
The customer reported that during an infusion of pges (presumed to be prostaglandins at 0.7ml/hr and d10w+hep at 1ml/hr) through a right femoral double lumen PICC line, the red lumen cracked at the spin collar. It was noticed when the nurse was using the opposite white lumen. There was no patient harm.